Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the explant procedure was due to severe regurgitation. Per obtained medical records, the initial intraoperative echo showed no significant aortic insufficiency. The initial postoperative transthoracic echocardiogram showed mild aortic regurgitation. The patient developed valvular related heart failure and presented for urgent reoperation due to severe regurgitation. Intra-operatively, the post was partially incorporated into the aortic closure likely contributing to the valvular dysfunction. The leaflet in this location was deformed slightly. The valve was otherwise intact. Inflammatory debris around the valve was removed and the aortic root was enlarged to avoid this problem occurring again. A 25mm valve was implanted in replacement. There were no immediate compilations and the patient was transported to the ICU in stable condition. The patient was discharged in stable condition on post-operative day seven.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update based on the available information, the root cause of the event was likely due to patient related factors and procedure related factors. A manufacturing defect was not identified. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI: (B)(4). Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return status, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported through the implant patient registry, that a 25mm aortic valve, implanted for 1 month and 16 days, was explanted due to unknown reasons. A 25mm replacement valve was implanted. The current patient status is unknown. It was reported that the explant was not due to a deficiency of the device.